Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The neurospecialist was contacted approximately two weeks ago (9-17-2004) by the ICU nurse manager who reported a 110-4hm intracranial pressure monitoring catheter lost its wave form. The catheter was in use for 48 hours and the patient had not been in transit. The catheter was removed , no replacement was required. The neurospecialist has scheduled training to address catheter placement to be conducted at this facility in novemeber by integra clinical educator.